Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left cephalic vein. The 90% stenosed target lesion was located in the moderately calcified left cephalic vein. After inserting a 5f non-bsc sheath and crossing a 0.035 inch non-bsc guide wire, a 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a 5mmx4cm mustang balloon. No patient complications were reported.